Event description:
The pt reported blood glucose results of "10.9 mmol/l, 4.2 mmol/l and 9.1 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.